Event description:
It was reported that angiographic results prior to intervention showed that the patient had calcified arteries and a heavily calcified lesion in the popliteal artery. It was also noted that the patient had two vessel runoff with flow from the anterior tibial (at) and peroneal arteries. The posterior tibial (pt) artery was occluded. The at had a chronic total occlusion (cto) lesion proximally but was filled by a small collateral that raised from the at bend allowing for flow to the foot. Prior to atherectomy, wire access was obtained in the peroneal artery for intervention of the popliteal artery. A non-abbott guidewire was exchanged for a viperwire advance guidewire and atherectomy was performed with a 2.0 diamondback peripheral orbital atherectomy device (oad). Balloon angioplasty was performed and post intervention angiography were performed demonstrating a successful result. The physician then performed an outflow angiogram that showed no flow to the foot distally. The physician was able to wire the peroneal artery, performed a balloon angioplasty with a long inflation and was able to reestablish flow. The physician attempted to cross the at cto but was unsuccessful. The physician attempted pedal access, with the assistance from another physician, however, both were unable to gain pedal access. The patient was taken to surgery as the patient's foot did not receive adequate blood flow and the patient was in extreme pain. A femoral popliteal bypass surgery was planned. However, the physician was able to do a cut down on the foot and was able to gain pedal access and opened up the at cto with a 3.0 balloon and therefore, no bypass was performed. In the physician's opinion, when the tibial arteries were attempted to be wired prior to atherectomy, the wire more than likely went into the collateral supplying the at and the lack of flow was caused by this wire. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported obstruction, pain, and resulting surgical intervention appear to be related to operational context. In this case, it is likely that the obstruction, pain, and resulting surgical intervention is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that angiographic results prior to intervention showed that the patient had calcified arteries and a heavily calcified lesion in the popliteal artery. It was also noted that the patient had two vessel runoff with flow from the anterior tibial (at) and peroneal arteries. The posterior tibial (pt) artery was occluded. The at had a chronic total occlusion (cto) lesion proximally but was filled by a small collateral that raised from the at bend allowing for flow to the foot. Prior to atherectomy, wire access was obtained in the peroneal artery for intervention of the popliteal artery. A non-abbott guidewire was exchanged for a viperwire advance guidewire and atherectomy was performed with a 2.0 diamondback peripheral orbital atherectomy device (oad). Balloon angioplasty was performed and post intervention angiography were performed demonstrating a successful result. The physician then performed an outflow angiogram that showed no flow to the foot distally. The physician was able to wire the peroneal artery, performed a balloon angioplasty with a long inflation and was able to reestablish flow. The physician attempted to cross the at cto but was unsuccessful. The physician attempted pedal access, with the assistance from another physician, however, both were unable to gain pedal access. The patient was taken to surgery as the patient's foot did not receive adequate blood flow and the patient was in extreme pain. A femoral popliteal bypass surgery was planned. However, the physician was able to do a cut down on the foot and was able to gain pedal access and opened up the at cto with a 3.0 balloon and therefore, no bypass was performed. In the physician's opinion, when the tibial arteries were attempted to be wired prior to atherectomy, the wire more than likely went into the collateral supplying the at and the lack of flow was caused by this wire. The patient was in stable condition.